Event description:
The device was used during a face lift. Reportedly, the pt developed an infection. The surgeon performed a re-operation on november 5, 1999 to remove the suture and apply another. The hospital has reported the pt's condition is satisfactory.